Event description:
The device was used during a laparoscopic sigmoid resection. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.